Event description:
The customer reported that a pt was being monitored, and a nurse notice the hr was only 90. There was no data received from the saturation sensor, and was showing only question mark "?".

Manufacturer narrative:
The customer reported that here was only a technical alarm although the pt was in serious condition while being monitored. The clinical staff were not aware of the changes in the pt's condition and the need for emergent care, resulting in a delay in treatment. Based on the available information, and per the product labeling, the monitor worked per its specifications. If a technical inop exists, such as ECG "leads off", the monitoring for that parameter is not possible. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be sent once the investigation is completed.